Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the reporter wanted to inquire about what settings the patient was on during the trial in comparison to what the patient was on at the time. It was noted that the patient saw the manufacturing representative "a few weeks ago" and got the device setup (programmed) a lot better. However, it was noted that the patient's back still hurt a little bit. It was noted that the patient had improved as before he could not stand up and shave but could now walk around and also use a back brace. The reporter noted that the patient was gaining ground and both sides of the hip were a lot better. It was confirmed with the reporter that there was no implant or device problem. The reporter noted that she thought the patient's back might just be bothering him because he got out on a tractor and wasn't supposed to be doing anything for 4-6 weeks. The reporter thought that maybe the patient was doing too much. It was noted that the back started to hurt on (B)(6) 2014. It was noted that during the surgery, the spine was crooked and turned so the paddle had to be positioned a little more to the right. It was further reported that the settings during the trial "worked great" but that the current settings were "not working great." It was noted that it was at 3.60 and that the patient had it up to 3.80 when he was up and moving around. It was noted that the patient was at the office of the health care professional on (B)(6) 2014 and at that time they did a "real good job but they didn't change the tone." It was noted that it was uncertain what was meant by "tone." The reporter was wondering if they "needed to go to that tone, that strength." It was noted that the reporter believed it was the amplitude, rate and pulse width that she wanted to find out. It was noted that the patient had three different settings and at the time had it "like a pulsating thing." It was noted that the patient had different programs for sitting, standing and laying. The reporter noted that they "got it working across the lower part of the patient's back on both sides better" and that the patient "could feel it better that way." It was noted that then when the patient got out to try and do anything, he still got "quite a bit of pain." The reporter was wondering what the difference was between the trial and implant. It was noted that the patient "was able to get up and walk around and was not in any pain." It was noted that the reporter "knew the two little wires were in a little different place than the ones that were in place at the time" as the "health care professional had to put them off to the right side farther because the patient's spine twisted there." Additional information received from the patient reported the stimulator did not work. The patient noted that the longer he had the stimulation on, the worse it made "it." When stimulation was adjusted, it made the pain worse, not better. The patient noted he had it adjusted about a half dozen times and non of the setting worked. The patient also noted that about 8-10 months prior to this report, approximately (B)(6) 2015, he just turned the stimulation off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.